Manufacturer narrative:
(B)(4).

Event description:
It was reported that while implanted the lead, the physician had difficulty changing the stylet. The physician attempted multiple times to apply force while the lead was in the epidural space but eventually had to pull the lead out in order to advance it. When he did so, he noticed the stylet punctured the lead tip. A contact was also lost, which was recovered from the introducer needle. The lead was not used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the lead model 3777-60, serial (B)(4) found the distal end electrode was pulled off. The #0 conductor was broken at the #0 electrode and the #0 circuit was open. Analysis of the green handle green cap stylet found the stylet wire was bent 0.8cm from the distal end. (B)(4).